Manufacturer narrative:
An event of a kinked valve capsule, retraction problem, and positioning problem was reported. Information from the field indicated that the valve was successfully recaptured once, the valve capsule became kinked and was unable to be completely recaptured due to a detached retainer tab. The provided image of the delivery system was reviewed, and the kinked valve capsule can be seen. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The complaint history was reviewed, and no other incidents were reported for this lot. Based on available information, the reported kinked valve capsule, retraction problem, and positioning problem appear to be related to procedural conditions (retainer tab detached). There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional nvtr-25 device referenced in b5 is filed under separate manufacturer report numberna.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implantation utilizing a small flexnav delivery system. The sizing dimensions of the patient's annulus were as follows: diameter = 22.8mm, area = 396 mm^2, and perimeter = 71.6mm. There was no report of any issues loading the valve. During positioning of the valve, it was recaptured into the delivery system and repositioned on the annulus. The valve was at 80% deployment from the delivery system and then migrated into the aorta. It was impossible to completely recapture the valve into the delivery system. A detached retainer tab was observed which prevented the sheath from sliding, causing the valve capsule to kink. The delivery system and valve were removed from the patient. A replacement 25mm navitor valve and flexnav delivery system were used to complete the procedure. There was no patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be discharged.

Manufacturer narrative:
An event of a kinked valve capsule, retraction problem, and positioning problem was reported. Information from the field indicated that the valve was successfully recaptured once, the valve capsule became kinked and was unable to be completely recaptured due to a detached retainer tab. The provided image of the delivery system was reviewed, and the kinked valve capsule can be seen. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The complaint history was reviewed, and no other incidents were reported for this lot. The device was returned for analysis. The material on the valve capsule was noted to be twisted. No other anomalies were noted. Based on available information, the reported kinked valve capsule, retraction problem, and positioning problem appear to be related to procedural conditions (retainer tab detached). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implantation utilizing a small flexnav delivery system. The sizing dimensions of the patient's annulus were as follows: diameter = 22.8mm, area = 396 mm^2, and perimeter = 71.6mm. There was no report of any issues loading the valve. During positioning of the valve, it was recaptured into the delivery system and repositioned on the annulus. The valve was at 80% deployment from the delivery system and then migrated into the aorta. It was impossible to completely recapture the valve into the delivery system. A detached retainer tab was observed which prevented the sheath from sliding, causing the valve capsule to kink. The delivery system and valve were removed from the patient. A replacement 25mm navitor valve and flexnav delivery system were used to complete the procedure. There was no patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implantation utilizing a small flexnav delivery system. The sizing dimensions of the patient's annulus were as follows: diameter = 22.8mm, area = 396 mm^2, and perimeter = 71.6mm. There was no report of any issues loading the valve. During positioning of the valve, it was recaptured into the delivery system and repositioned on the annulus. The valve was at 80% deployment from the delivery system and then migrated into the aorta. It was impossible to completely recapture the valve into the delivery system. A detached retainer tab was observed which prevented the sheath from sliding, causing the valve capsule to kink. The delivery system and valve were removed from the patient. A replacement 25mm navitor valve and flexnav delivery system were used to complete the procedure. There was no patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be discharged.